Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the insulin pump alarmed motor error during a fixed prime delivery. Troubleshooting was performed and the insulin pump failed the displacement test. Advised to have the customer discontinue using the insulin pump and revert to a back up plan. Nothing further was reported.